Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the ok keypad button was not responding well. He stated that the issue began a week ago, and that it was difficult to elicit a response from the ok button. The patient confirmed that all other buttons are responding appropriately. He stated that he wears the pump in a case outside his clothing, and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.